Event description:
Patient's father reports the patient committed suicide. No further information regarding pump functions or blood glucose levels is available.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The patient's father advised that the pump was destroyed by the train that killed the patient and could not be recovered. No conclusions can be made at this time.